Event description:
The facility reports, the patient was being transferred from a wheel chair to a bathing table when the incident occurred. The operators had the patient in the sling and to a height that was above the table (table is approx 3' high). They were about to move the patient to the table, when the patient tried to sit upright in the sling. The operator then grabbed the handle of the bar and started to lower the patient to a reclining position. At this point, the patient fell out and hit the floor. The operators could not remember if the sling came loose or if the patient slid out of the sling. The resident sustained a laceration to the crown of the skull in the back. The resident received staples to close the wound.